Event description:
It was reported that the pt was hospitalized for elevated blood glucose and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. The pt confirms that the settings and delivery history were accurate. The pt also says she increased her basal insulin rates after hospitalization. No conclusions can be made at this time.